Event description:
It was reported that the patient was on the phone with their nurse coordinator about their mobile power unit (mpu) not properly functioning. The mpu was "screaming" when the patient was or was not connected to it and the lights were not green. The patient tried at least 3-4 times before calling. They were seen in clinic on (B)(6) 2026 and presented the mpu. The ventricular assist device (vad) administrative coordinator assessed the mpu with the patient and the unit did not recognize any power source when plugged into 2 different outlets. Absolutely nothing happened and there were no lights or sounds. Another mpu was given to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.